Event description:
An 82-yr-old female pt with a significant medical history was admitted for a fractured right hip. She was taken to the or within 24 hrs of admission for a hemiarthroplasty under epidural anesthesia. Pre-operative o2 saturation was in the 50's but improved to the mid to upper 80's throughout the case. Cement was applied at 1946 and at 2010 the pt was noted to be unresponsive with hypotension and no pulse or respirations. The pt did not respond to aggressive resuscitation measures.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, other, unanticipated. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. The device was destroyed/disposed of.